Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding malposition involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: damage was noted around the locking tab of the trident shell, likely due to explanation damage. The ha coating was still present on the shell. Medical records received and evaluation: a medical review was performed and concluded: "root cause of failure is an adverse mix of procedure-related factors regarding cup malposition in excessive inclination and absent anteversion in combination with patient related factors regarding morbid obesity with probably secondary issues with limited exposure during surgery and as such this pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded the event was not device related, root cause of failure in this case was a result of "procedure-related factors regarding cup malposition in excessive inclination and absent anteversion in combination with patient related factors regarding morbid obesity."

Event description:
Patient required revision survey due to cup positioning shown on x-ray. A competitor implant was used for revision.

Event description:
Patient required revision survey due to cup positioning shown on x-ray. A competitor implant was used for revision.